Event description:
Posterior cervical fusion revision of instrumentation with halo traction and use of allen c-flex positioner. Halo traction was placed on first surgery. Patient was transferred to open jackson and positioned into halo c-flex for surgery to begin. Three days later, patient back in or for another surgery. During this surgery, dr needed to reposition the patient's neck and head. At this point, the blue clamp that secures the halo to the c-flex positioner broke and caused the head to come free (dr had hold of the halo securing the head and neck). This issue needs to be resolved: this caused a very concerning safety issue.since there is no lifespan on the clamps, I have been trying to find out if the manufacturer recommends us getting new clamps so I can contact surgery department to order more. I have asked the question a couple times and I am not getting a response from the manufacturer.======================manufacturer response for halo clamp that attaches to mayfield, (brand not provided) (per site reporter).======================left message with the quality dept and waiting to hear back.